Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1819927) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back and lumbar pain") and sjogren's syndrome ("auto-immune disease (sjogren's syndrome)") in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dermatitis due to metals. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced sjogren's syndrome (seriousness criterion medically significant), dry eye ("dry eyes"), dyspepsia ("digestive disorders"), musculoskeletal pain ("muscle and joint pain") and fatigue ("severe fatigue"). In (B)(6) 2014, the patient experienced back pain (seriousness criterion medically significant). At the time of the report, the back pain, sjogren's syndrome, dry eye, dyspepsia, musculoskeletal pain and fatigue outcome was unknown. The reporter provided no causality assessment for back pain, dry eye, dyspepsia, fatigue, musculoskeletal pain and sjogren's syndrome with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 11-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("back and lumbar pain") and sjogren's syndrome ("auto-immune disease (sjogren's syndrome)") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced dry eye ("dry eyes"), dyspepsia ("digestive disorders"), musculoskeletal pain ("muscle and joint pain"), fatigue ("severe fatigue") and sjogren's syndrome (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced back pain (seriousness criterion medically significant). At the time of the report, the back pain, dry eye, dyspepsia, musculoskeletal pain, fatigue and sjogren's syndrome outcome was unknown. The reporter provided no causality assessment for back pain, dry eye, dyspepsia, fatigue, musculoskeletal pain and sjogren's syndrome with essure. Further company follow-up with the regulatory authority is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.